Event description:
The customer contact reported that the device sounded a steady audible tone that did not render the device inoperable. On an unspecified date and time, the device was programmed to deliver an unspecified solution and the delivery was started. No specific programming parameters were provided. It was reported, the pt heard a long steady beeping tone during therapy that should have rendered the device inoperable; however, the device reportedly continued to deliver. The pt alerted the staff. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.